Event description:
A report was received that the patient was experiencing difficulty charging his ipg. An x-ray suggested that the ipg had flipped in the pocket. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging his ipg. An x-ray suggested that the ipg had flipped in the pocket. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
.